Event description:
It was reported to philips that the system did not start up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. The rse reviewed the logfiles and identified software errors. A philips field service engineer (fse) visited onsite and reinstalled the system's operating software. After reinstalling the software, the system was returned to use in good working condition and ready for clinical use. The codes were updated based on the investigation outcome.